Event description:
It was reported that during use, the product could not be deflated and replacement with another tube was required. There is no report of patient harm and no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference number (B)(4). Air was removed from and returned to the bronchial cuff and the tracheal cuff unit. Both cuffs were fully inflated and deflated three times and no issues noted. The customer complaint was not verified.

Manufacturer narrative:
(B)(4).